Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto CPAP device was returned to a third party service center. During evaluation of the device, foam particles were observed in the device. The upper enclosure was smudged, and the ui (user interface) panel was scratched. Foam particles were observed inside the blower kit. There was blower foam degradation. There is no allegation of serious or permanent harm or injury.